Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s nurse reported that the patient was hospitalized due to hypertension. The hospitalization dates were not provided. The patient was reported to have been found unresponsive in their home and was transported to the emergency room. The patient was diagnosed with an episode of hypertension and treated (unknown treatment). The pd nurse reported the patient has chronic hypertension which started on unknown date. The cause of this event is unknown. At the time of the event the patient was not completing peritoneal dialysis treatment or connected to the cycler. The patient has continued pd treatment throughout the hospital stay. The pd nurse stated the patient has recovered from the event and was performing treatment without any further issues.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Clinical investigation: a clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is no documentation to show a causal relationship between the patient event of being found unresponsive due to hypertension and subsequent hospitalization and the liberty cycler. Additionally, there is no allegation of a malfunction against the cycler related to this event and the patient was not in active treatment at the time of the event. The patient has an extensive history of hypertension which is attributed to the patient being found unresponsive. Should additional information become available, the investigation will be reassessed.